Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message and the device's defib output was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the integrated circuit on the main board. The device passed all required bench testing and an internal inspection. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.